Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced a skin reaction which occurred one day after the sensor had been inserted in the abdomen. The patient developed a rash, redness, inflammation, and pimples extending beyond the patch perimeter. The patient had an itching sensation in the area. Prior to sensor insertion the area was prepped with alcohol. At an unspecified time, the patient consulted a health care provider who prescribed an unspecified oral medication for the skin reaction. No additional event or patient information is available.